Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch and was reported via medwatch report 756061 (copy of same has not been provided). The customer reported that they have had an issue with tubing kinking in a unique area of the tubing; it was difficult for nurses to identify the point of occlusion and delayed medication administration. It was unknown if the kink was noted as the set was removed from the package; due to the nature of where the kinking occurred, it was not easily detectable during clinical care. The solution was not warm. There was patient involvement and a delay in therapy, but no patient harm or adverse event was reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1 - ext 17742.

Manufacturer narrative:
One photo was received for evaluation showing the cassette inserted into the plum set. The tubing at the outlet port appeared to be kinked. No samples were returned for investigation. The reported complaint of kinked tubing can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Event description:
A user facility mandatory medwatch # (B)(4) was received (B)(6) 2023 that stated: ¿pump alarming occlusion, difficult trouble shooting, found tubing was kinked at unique are of tubing. Removed and replaced.¿ copy of same is attached.